Event description:
It was reported to nova biomedical that a consumer received a result of 291mg/dl on their blood glucose meter. The consumer administered 70 units of insulin based on that result, and subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter will be returned for eval. The test strips will not be returned for eval because they were all used.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.